Event description:
Caller reported a cartridge alarm. The customer's blood glucose level did not exceed 500 mg/dl, which indicates there was no adverse impact. Technical support confirmed previous cartridge alarm reports and decided to replace the pump.